Event description:
Caller reported a minimum fill notification that did not adversely affect the customer¿s blood glucose level. The caller initially attempted to load a new cartridge but was unsuccessful in resolving the issue by reloading the same cartridge. Technical support instructed the caller to clean the pump's pneumatic tap area and guided them in loading a new cartridge using the proper technique. This successfully resolved the issue, allowing the caller to resume insulin delivery.